Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer 1627487-2018-08624. It was reported the patient experienced ineffective stimulation. Troubleshooting was tried to no avail. Imaging revealed the leads migrated. As a result the patient underwent surgical intervention (B)(6) 2018 wherein the leads were repositioned which resolved the issue. Effective therapy was achieved post operatively.